Event description:
The physician observed during scheduled follow-up a corrupted printout of the pacing threshold test.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. (B)(4). It was not possible to retrieve all the files necessary to investigate this event; therefore, no final conclusion could be drawn. Nevertheless, most probably, the reported event resulted from a programmer's printer internal error: the printer lost its operating configuration during real time tests printing. The reason of this error could not be identified. If such an event would recur, another complaint report should be submitted, with all expertise files attached. Nevertheless, the reported event is related to programmer operations. There was no impact on device's normal operations.